Event description:
It was reported when using the bd pyxis medstation system, nurse was unable to pull out medication for a patient since patient information was incorrect. The customer stated that the malfunction occurred when user trying to remove medication for the patient. However, the user was able to remove all necessary meds that day. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, g1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it showed up incorrect patient information to the customer. A technical support specialist verified that patient information was showing on both server and station. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported when using the bd pyxis medstation system, nurse was unable to pull out medication for a patient since patient information was incorrect. The customer stated that the malfunction occurred when user trying to remove medication for the patient. However, the user was able to remove all necessary meds that day. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was related to the hospital wide network. A technical support specialist verified that patient was showing on both server and station and issue was resolved on its own. The system functioned as intended after the technical support specialist troubleshooted the device.